Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump casing was cracked along the battery compartment. The yellow o-ring on the battery cap was allegedly partially visible when secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:during a visual inspection of the pump the battery compartment was observed to be cracked. The battery cap did not fully secure to the pump due to the damaged battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.